Manufacturer narrative:
Manufacture narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. Reportedly, "a patient that following surgery a patient had 20/25 va os, but an elevated pressure of 57 day 1 post op," and "burped the incision as well as prescribed diamox, the pressure went back to normal at 1 week po, but vision was "blurry" at 20/50 os. That weekend, the patient noticed that their pupil was dilated and stated vision was still blurry in os, vision is still 20/50." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.